Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without the sample or any visual evidence to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
There have been 8 occasions that when the PICC is about 1 month old and the male portion of IV tubing connected and tightened to hub, the hub is getting a little crack then splits down the middle.